Manufacturer narrative:
4315 - intuitive surgical, inc. (Isi) has received the green stapler 45 reload associated with this complaint and completed investigations. Failure analysis investigations confirmed that the reload was returned used and fully fired. Upon visual inspection, multiple pushers were not deployed with unfired staples still intact. The shuttle was inspected and no damage was found. It was confirmed that three staples along the same outer row were still inside the cartridge because the pushers did not deploy. Two of the staples were adjacent to each other and the third staple was separated by one pusher. The top surface of the cartridge has a section that is crushed adjacent to where the undeployed staples are located. There is a rotated pusher almost directly opposite to the crushed cartridge location. Inner surface of cartridge has a section exhibiting skiving near where the undeployed staples are located. A balled up piece of skived cartridge was found at the distal end inside the cartridge. The knife edge exhibits minor indentations near the midpoint. Visual inspection of pushers that did not deploy shows no obvious damage, and proper installation orientation. Shuttle and leadscrew assembly were removed in order to manually back-drive the shuttle proximal to where undeployed staples are located and then the assembly was re-installed in the cartridge and the leadscrew was manually rotated to drive the shuttle forward. It was observed that when the shuttle reached the pusher nearest to the crushed top surface, there was very high resistance and the adjacent pusher/staple could not be fully deployed upwards due to interference from the crush top surface. After manually driving the shuttle past the crushed section, the other two undeployed pushers were able to be deployed with little resistance. Cause of undeployed staples is unclear, however, possible causes include pusher assembly or pusher part issues, clamping/firing on a localized hardened material causing crushing, or some combination of these. The internal cartridge skiving and minor knife damage also suggests that there was resistance encountered during firing.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
The green stapler 45 reload associated with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Isi's clinical development engineering (cde) team reviewed the video recording with a procedure date of (B)(6) 2019. A vessel loop is used to retract the target tissue so the stapler anvil can be positioned underneath. After the stapler jaws are closed on tissue, the prograsp is used to retract the same tissue that the vessel loop was previously positioned on. This prograsp retraction places tension upon the tissue between the stapler jaws. The prograsp releases the tissue prior to clamping the stapler, but tension still remains on the tissue between the stapler jaws. The stapler clamps on the first try and completes a fire. The cde team was unable to see the stapler jaws open after the fire or the immediate resulting staple line. The video shows one malformed staple that does not appear to be embedded into tissue being removed from the proximal end of the staple line. There is no apparent bleeding from the staple line. As far as clinical use factors, it was noted that there was tension placed on the stapled tissue. Based on the video recording review, it is indicative that tissue tension could have contributed to the reported issue. Advanced failure analysis engineering reviewed the photographic images received. From the top view, the pushers appear to be deployed (although pushers are black for green stapler 45 reloads, so it can be difficult to tell) and the blade appears to be captured at the distal end. From the side view picture, the blade is not shown to be exposed anywhere along the knife track. There do not appear to be any staples stuck to the pushers in the images reviewed. Isi tried reviewing the site¿s system logs with a procedure date of (B)(6) 2019; however, onsite logs were unavailable. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted thoracic procedure, some staples did not completely form during the transection of the bronchus. As a result, the staple line was sutured using another unspecified da vinci instrument.¿

Event description:
It was reported that during a da vinci-assisted thoracic procedure, some staples did not completely form during the transection of the bronchus and some of the staples remained stuck. It was noted that a few of the staples were opened. The staple line was sutured using another unspecified da vinci instrument, and then completed using a sureform 60 stapler instrument. The procedure was completed with a delay of 30 minutes. No fragments fell inside of the patient's anatomy. The patient was reported to be recovering well. On 12/18/2019, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: it was noted that a few of the staples were opened. The staple line was sutured using another unspecified da vinci instrument, and then completed using a sureform 60 stapler instrument. The procedure was completed with a delay of 30 minutes. The patient was reported to be recovering well.